Event description:
On 4/04/2023, it was reported by a sales representative via email that (3) consecutive ar-3636 knotless 1.8 fibertak (lot 15023038) were unable to be implanted. For the first two fibertak, the surgeon drilled and then inserted the anchors but they would not seat and pulled out immediately. Then, the surgeon was unable to pull the repair suture through to load the anchor after passing the repair suture through the labrum and then using the passing loop suture to load the anchor. When the surgeon tugged several times the anchor pulled out. The case was completed using another fibertak from a different lot. This was discovered during an anterior/posterior stabilization procedure, with no patient harm. Additional information received on 4/04/2023: it was reported that no instrument or implant broke.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user-applied excessive force, improper bone prep; misaligned insertion; prying/leveraging the device during insertion.